Event description:
It was reported that the patient underwent a partial knee revision due to unknow reasons. Approximately 7 years 11 months post-implantation. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: oxf uni tib tray sz b rm PMA; item number# 154721; lot number# 732540. Oxf twin-peg cmntd fem sm PMA; item number# 161468; lot number# 597510. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.